Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement to upgrade to a newer technology ipg. The physician does not suspect device malfunction. The patient was doing well postoperatively.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.